Manufacturer narrative:
Evaluated three opened/used enlite sensors, performed bicarbonate buffer test. Two of three sensors failed for high readings and remaining sensor passed per specifications with accurate readings.

Event description:
The customer called and reported that the sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 160 mg/dl while the sensor gave a reading of 42 mg/dl. During troubleshooting, customer's blood glucose was 109 mg/dl, while sensor gave a reading of 48 mg/dl. When customer was asked to confirm blood glucose with a finger stick, it was 200 mg/dl. Insertion techniques were discussed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.